Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the extremely tortuous and calcified distal right coronary artery (rca). The lesion was predilated with a non bsc device and then the 3.00x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross. The device was removed from the patient and it was noticed that the stent was lifted up. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good".